Manufacturer narrative:
Device not returned.

Event description:
The patient stated that he received erroneous results when testing with coaguchek xs meter serial number (B)(4). At 10:50 a.m., a sample from the patient was tested on the meter and it resulted as 4.4 inr accompanied by a "c". The patient said that he squeezed his finger when collecting the sample, but did not squeeze excessively. The patient stuck his finger prior to inserting a strip in the meter. Blood was not applied to the test strip within 15 seconds of fingerstick. The sample was applied 1 to 2 minutes after the fingerstick. The patient tried testing again and received an error indicating that the test strip channel was not completely filled with blood. The patient then collected a sample from a new finger and tested it on the meter at 11:41 a.m., resulting as 2.3 inr. No adverse events were alleged to have occurred with the patient. The patient was not treated based on the meter results. The patient's current condition is normal. The patient's therapeutic range is 2.0 - 2.5 inr. The patient's testing frequency is weekly or bi-weekly. The patient does not have hematocrit issues. The patient does not have antiphospholipid antibodies or lupus. The patient did not take heparin or direct thrombin inhibitors. The patient did not have any changes in diet, no new medication, no new illnesses, and no bleeding or bruising. The patient did not have any special or unusual diet. The patient's product was requested for investigation and replacement product was sent to the patient. The patient stated that he did not have any test strips left for return. Relevant retention test strips (lot 272164) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. The patient's meter was returned for investigation. The returned meter was tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.2 inr; donor 2 inr: 2.9 inr. Donor 1 hct: 43%; donor 2 hct: 40%. Testing results: donor 1: retention meter with masterlot strips: 2.2 inr; customer meter with masterlot strips: 2.3 inr. Donor 2: retention meter with masterlot strips: 2.9 inr; customer meter with masterlot strips: 2.8 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. Product labeling instructs the customer to apply the sample to the test strip within 15 seconds of fingerstick.